Event description:
It was reported that the foley catheter could not go. Per follow up information received on 13dec2021, it was reported that the foley catheter was difficult to remove.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The catheter balloon was deflated in 51.35 seconds with no issues or cuffing noted. The balloon was dissected to find the inflation notch was perforated correctly. This meets specification per inspection procedure, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." No root cause could be found because the reported event was unconfirmed. A review of the device history record was not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter could not go. Per follow up information received on 13dec2021, it was reported that the foley catheter was difficult to remove.